Event description:
It was reported that the physician contacted arrow clincial support and stated that while inserting the iab through another MFR's sheath (8 fr cordis), he could not get the balloon portion through the sheath. He stated that it became very flimsy and kept bunching. A second arrow iab (iab-06830-u) was obtained. There were no reported pt complications. See 1219856-2005-00216 for next event involving same pt.